Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Forwarding of the report received from the hospital of padua for the syringes plastipak 50ml code 300865 lot 2401127 and code 300869 lot 2401112. They indicate that in these batches, but also in others, it is present inside the material of unknown nature (perhaps lubricant) in large quantities, visible to the naked eye. We inform you that they have a sample of code 300865 available, as soon as we pick it up we will let you know, syringes from the above lot, but also from other lots have material of unknown nature (possibly lubricant) inside in large amounts, visible to the naked eye.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, silicone can be seen within the syringe. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2401112 and were found to be within specification. A device history review was performed for reported lot 2401112, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Based on our investigation we cannot identify a specific cause related to the manufacturing process. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe, this does not indicate that the silicone is in excess. A project has been initiated to further review our silicone process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.